Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the pump black box verified the voltages were steady with no sudden drop prior to the reported event. The black box verified a power interruption at the time the overheating was reported. The battery was not returned with the pump so a test cap was used for testing. During investigation, pump electrical current draws were within specification. The pump was exercised for 24 hours with the user¿s pump settings with no alarms, overheating, or power loss occurring. There was no evidence of moisture in battery compartment or internally. The power flex and components showed no defects. The complaint of a temperature issue was not duplicated during investigation. There was defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.